Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected power loss alarms noted during testing. Pump trace download analysis confirmed the pump alarmed replace battery alerts noted in the pump trace download. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management tool and confirmed replace battery alerts due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed power loss multiple times. The customer's blood glucose was unknown at the time of incident. The customer mentioned they would receive the alarm multiple time a week. During troubleshooting, the customer inserted a new battery into the insulin pump; the insulin pump again alarmed power loss. The customer was advised the insulin pump will be replaced. The insulin pump is expected to be returned.